Manufacturer narrative:
(B)(4). Investigation summary: one used and one unused unopened extension set, model 20041e lot 20065331, was received by the customer for investigation. Upon visual inspection, it could be observed that the used set's smartsite needleless connector was disconnected from the tubing. The tubing was also partly covered with an unknown residue. No other defects were observed. The customer's complaint that the t connector tubing disconnected/broke at hub was verified. The unused returned extension set was opened and evaluated. No defect was observed. A device history record review for model 20041e lot number 20065331 was performed. The search showed that a total of 12,000 units in 1 lot number was built on 05jun2020. The reported defect was found during the production process of this batch and a requalification was performed. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection under magnification was performed on both the internal and external tubing engagement components of the used set. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.

Event description:
It was reported that t-conn w/ll & 1 vlv port tubing disconnected/broke at the hub. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 20041e, batch no: 20065331. It was reported that the tubing disconnected/broke at hub. Verbatim: brief factual description: t connector tubing disconnected/broke at hub. Mother of baby noticed and alerted rn. T-connector replaced and no harm. Event date: (B)(6) 2020. Event person affected 1. Type of person affected: in-patient.